Event description:
While performing bench repair services for the device, an authorized bench technician noted that the unit had multiple components with evidence of impact damage. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.